Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a physician contacted the manufacturer's representative to report that during the patient¿s yearly appointment, the implantable neurostimulator (ins) displayed 32% battery life remaining, with an estimated 1 year and 4 months remaining. This was a significant change from (B)(6) 2024, when the patient¿s battery life was at 65% with the same estimated timeframe remaining. The physician and representative updated their tablet, disconnected and reconnected the device, and noted an inadvertent change made in (B)(6) 2024. Technical support services (tss) reviewed how the battery percentage and timeframe. The representative plans to monitor the battery life more frequently and check what the patient¿s handset is showing. The representative stated they are unsure who the physician is.